Event description:
As the device was being retracted after extracting the biopsy, liquid was noted to be leaking around the syringe. It was reported that the leak was coming from the syringe and not the needle. No information was provided as the patient's condition post procedure.

Manufacturer narrative:
(B) (4). The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined. (B) (4).